Event description:
Originally pt had softform implants placed in the upper and lower vermillion borders in 1998. Pt had additional softform implants added to the upper vermillion border in 2001. Pt developed an infection in the upper lip after this that was resistant to all antibiotics prescribed by the implanting physician. Because the pt would not respond to antibiotic therapy the pt had all softform implants in the upper vermillion border explanted 2001.